Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 pump and began to experience suction events beyond support level p4. As the team wanted to increase support, they attempted to reposition the pump, but it remained obstructed by the papillary muscle. When attempts to free from the papillary muscle failed, the decision was ultimately made to remove/replace the pump. There was no resulting patient harm.